Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported "the doctor states several of his patients had infections and the implants failed due to the affected product." Add'l info was requested by integra.